Event description:
According to the initial report, an implant registration card (irc) for an aortic on-x was received for a patient with "implanted then explanted" written on the irc. A separate irc was then received on the same date with different aortic on-x serial number, indicating that this new valve subsequently replaced the original.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.